Event description:
A positively biased total b-hcg result on one pt's sample. The result was reported, but questioned by the physician. A bias of the direction and magnitude observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event.